Manufacturer narrative:
(B)(4). Unit passed the delivery accuracy test with 0.08850 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
Customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 570 mg/dl. The customer's current blood glucose is 395 mg/dl. Customer treated for high blood glucose with IV and injections. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.